Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump arrived to the customer with the screen cracked and unresponsive upon removing it from the shipping box. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer reverted to an alternate pump for insulin therapy.